Manufacturer narrative:
One cadd legacy 1 pump was received in fair condition with a damaged housing. The event history log was unable to be downloaded. The device was powered up and alarmed error code 1660 which is an issue with processor on the circuit board. The circuit board will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump had an error 1660. There was no reported adverse event.